Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was returned for investigation of the reported event. Functional testing was unable to replicate the reported failure mode as three (3) docking cycles and a full simulated aquablation session were performed successfully without triggering any errors. The handpiece was deconstructed and fluid ingress was observed within its internal components. A review of the event log files was not possible as these were not available for review. A review of the device history record (DHR) (B)(4)/ serial number (B)(6) and aquabeam handpiece / lot number 22c00994 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported failure mode was unable to be established as the in-house investigation was unable to reproduce the error reported. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause is not yet determined, investigation is currently underway. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware procedure an "e22 - motorpack error" message was generated by the aquabeam robotic system. The aquabeam handpiece was replaced and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.